Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a transfer set and a titanium adapter which resulted in leak; further described as "falling off". This occurred during an unspecified process step of peritoneal dialysis (pd) therapy; however, the device was not in use at the time of the event. The leak was further described as ¿leaking pd fluid from the end of their pd catheter". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6). H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.